Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, patient information was not provided. Although requested, the affected device has not been received.

Event description:
It was reported the pump alarmed several days in a row and finally failed on a patient. There was no reported patient harm.

Event description:
It was reported the pump alarmed several days in a row and finally failed on a patient. There was no reported patient harm.

Manufacturer narrative:
The reported issue that the syringe module alarming issue could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. No device history search was performed since no source device serial number was reported by the customer. A review of the april 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿alarming issue". Based on the crb review and the limited information provided no further investigation actions will be performed.